Manufacturer narrative:
Investigation completed on a ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The device arrived in overall good condition. The alarm code lec 1720 was not duplicated in testing, however due to the many alarms in the event log the complaint was substantiated and as preventative measures, the back up capacitor will be replaced. Device then passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Event description:
Information was received indicating that a smiths medical pump was presenting with lec 1720 while testing. There was no reported adverse events.